Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem (00-7711-010-40, 61631843). Natural tm monoblock acetabular cup/liner (00-7255-048-28, 61581089). Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a left tha was performed. A revision occurred after being treated for an infection previously. Tissue damage was found as well as a pseudotumor, with corrosion at the base of the femoral head. Antibiotic beads were placed. The shell, liner, and head were explanted with no complications noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00316. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip arthroplasty. Subsequently developed left hip pain, and was treated for hip infection. Approximately 8 years post implantation the patient underwent a revision procedure due to tissue/muscle absent, as well as necrosis and yellow fluid under the fascia. Corrosion and wear were reported to the trunnion/head. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Additional medical records provided show that blood work collected dhow metal ions were elevated, with a cobalt level of 2.9. Device history record (DHR) was reviewed and no discrepancies were found. Root cause remains unchanged. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.